Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer replace hard drive checked settings and configured and sync to server to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the pyxis keeps freezing up touch screen and keyboard, need to turn off restart each time it happens. There were no adverse events or injuries reported based on this event.